Event description:
After one year of cochlear implant use, this child reportedly hit his head. He was not wearing his external equipment at the time. When he put his external equipment on, he reportedly could not hear. The clinic exchanged all of the external equipment. However, they were unable to make a connection between the device and the programming software. Explanation and reimplantation surgery took place two days after date of event.